Manufacturer narrative:
Additional narrative: a product investigation was completed: the devices were received for investigation. All devices are intact and with cosmetic damage consistent with regular use in the field. Part 357.366, lot 3664087 and part 357.371, lot 4436455 were assembled together with a known conforming part 357.369 and the returned complaint parts functioned as designed. All returned parts were found to function as intended when assembled to the correct mating parts. The cause of the complaint condition could not be determined. This complaint is unconfirmed. The instrument(s) are used during implantation of titanium femoral nails and proper use and maintenance are addressed in the technique guides. The returned devices are multi use and are used for implanting nails. The relevant drawings were reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: february 08, 2011. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an inspection, a buttress compression nut and a 130 degree aiming arm for trochanteric fixation nail (tfn) appear to be worn. The aiming arm has a spring that holds the buttress compression nut and the guide sleeve in place, but the spring in the aiming is weak and will not hold the buttress compression nut. There was no surgical delay as this complaint did not involve a patient. This is report 2 of 2 for (B)(4).